Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that she underwent elective lower abdominal lift procedure on (B)(6) 2005 and suture was used. The patient had lost 152 lbs and the procedure was to remove excess tissue and skin. Post operatively, the patient experienced abdominal pain and a golf ball size lump on the abdomen in 2017. The surgeon opined the lump area may be due to scar tissue. The patient reported that the lump broke open and oozed pus and suture material spitting out. The patient had consultation with another physician who diagnosed her with an abscess and advised that an additional procedure may be indicated to clean the area and remove remaining suture. There is no date for the possible procedure at this time. The patient continues to experience suture spitting from the left side. Operative note summary: the procedure included suction lipectomy and suture was used. Excessive skin and subcutaneous adipose tissue was excised from the right flank and back region where the various layers of the incision were closed with absorbable suture. The excess skin and subcutaneous adipose tissue was removed from the left flank and back area. The rectus diastasis was approximated with non-absorbable suture. Drains were secured with non-absorbable suture. The absorbable suture was used on various layers of the abdominal incision and umbilicus. Additional information will be requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/01/2018. Additional information: operative note attached noting second operation to treat the excessive skin and subcutaneous adipose tissue after an previous unknown weight reduction treatment, which resulted in weight loss of 152 lbs. The readable op note indicated that excision of excessive skin and subcutaneous adipose tissue was performed from the right flank and back region where various layers of the incision were closed with vicryl. Additional information: h4 - the actual device code associated with this event is not known. The operative reports the following possible product sizes: 2-0, 3-0, 4-0